Manufacturer narrative:
Based on the assessment performed the reported type iiib endoleak, of the main body, proximal cuff migration (+1.7cm/40m), aneurysm enlargement (+2.2cm/40m), proximal neck growth (+6mm/40m); left renal artery occlusion were confirmed. The most likely cause of the compromised stent graft integrity was related to the strata graft material. Associated clinical harms for this event included: type iiib endoleak and aneurysm enlargement. The most likely cause of the proximal cuff migration was related to the off-label neck diameter and cautionary product use condition of thrombus in the proximal neck. Additionally, the off-label neck angulation likely contributed to the event. Associated clinical harms included: aneurysm enlargement of the proximal neck. The most likely cause of the left renal artery occlusion was related to the thrombus in the proximal neck (cautionary product use condition) and the pre-existing 70% stenosis. Associated clinical harms for this event included: occlusion. The final patient disposition was reported to be stable and pending a secondary intervention. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. The root cause for the reported event was determined to be device, off label, and anatomy related. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 3b endoleak of the main body and stent migration. The CT also showed proximal aortic neck growth. It was reported over time the neck continued to dilate and the stent fell out of the aortic neck. The patient has not completed a secondary procedure at this time and has not been scheduled for a secondary intervention. To date no additional adverse events have been reported for this patient.